Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not complete the boot-up process. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the device and the reported issue was able to be verified and duplicated. The root cause was determined to be the system pcba. The device was unrepairable and was returned to the customer without repairs.

Event description:
The customer contacted stryker to report that their device would not complete the boot-up process. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.